Manufacturer narrative:
The investigation for the sepsis has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues sepsis could not be determined. The instructions for use referenced in the initial report is for the impella 5.5 with smartassist for use during cardiogenic shock in section: table 3.2 impella catheter components. Added- d6a/d6b.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.

Event description:
The user facility reported a 61-year-old male patient was implanted with an impella 5.5 as a bridge to transplant. It was reported that while on support the patient developed an access site infection. Antibiotics given daily and infection is improving. The patient remains on support and is reported to be stable.